Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the field logs were reviewed, and an impella stopped ¿ motor current high alarm was observed on (B)(6) 2021 which was immediately followed by an impella stopped ¿ reverse flow alarm. Multiple pump start attempts followed these alarms which were associated with motor current spiking to approximately 1500 ma. All start attempts were unsuccessful. The returned pump was visually inspected, and it was noted that the impeller rotated with resistance upon manipulation by hand. Further inspection revealed that the outflow cage was bent, and multiple struts made contact with the blades of the impeller. The root cause of the pump being unable to start was a deformed outflow cage most likely due to excessive force. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 2.5 device for mechanical circulatory support. Upon implantation the pump failed to start. The team replaced the pump and support proceeded successfully. There was no harm or injury.